Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, and pacing inhibition about a month after a box change procedure. The patient experienced asystole greater than 5 seconds. In addition, noise was noted in the right ventricular (rv) channel. As a result, the sensitivity was adjusted which seemed to alleviate sensing of noise. Subsequently, this ra lead was deactivated. A new system was implanted. This patient is dependent. No additional adverse patient effects were reported. The rv lead is a competitor lead.